Event description:
It was reported that, "as part of (B)(4), 4 sets of ceramic blocks were inspected during the training inspection reminder carried out by the stryker sales rep at kings college hospital. One item was found to be broken due to wear and tear. The item will be returned to stryker and a metal replacement sent to the customer."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.